Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified presence of a chronic periprosthetic infection. All implants were removed and a cement spacer was implanted. Metallotic tissue interspersed within tissue, necrotic tissue was resected. Osteotomy performed to remove the femoral component. It was mentioned that the patient has previously experienced multiple complications including a conical implant fracture which lead to extensive metallosis and tissue damage which resulted in gluteal insufficiency and pseudarthrosis from trochanteric fractures. The patient underwent another revision in which the head, linear, and proximal body femoral components were exchanged due to metallosis and tissue damage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk tm shell. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05194.

Event description:
It was reported that after a left total hip arthroplasty, the patient experienced multiple complications including conical implant fracture leading to extensive metallosis and tissue damage resulting in gluteal insufficiency and pseudarthrosis from trochanteric fractures. The patient underwent a second revision procedure during which the head, liner, and proximal body femoral components were exchanged due to exacerbated complications of the metallosis / tissue damage. Subsequently, the patient underwent removal of all components with implantation of an antibiotic cement spacer due to another periprosthetic infection and soft tissue necrosis. The patient required post-op hemodynamic stabilization but was discharged without further complication and declining inflammatory labs. Attempts have been made and additional information on the reported event is unavailable.